Event description:
It was reported that the pump's usb port sparked while plugged into a power source to charge. Reportedly, the customer was not using the tandem-provided usb cable and adapter. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.